Event description:
Reporter states that according to eyewitnesses the end user was moving fast with end user's family member on end user's lap. There were balloons tied on the chair. The end user moved in front of the train and was hit. They believe the balloons may have obstructed the end user's view of the train. The end user suffered a fractured leg and a collapsed lung, the family member suffered a fractured pelvis and had spleen removed.